Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer obtained a reading of 404 mg/dl compared to laboratory comparison reading of 127 mg/dl. The tests were performed within a 10 minute timeframe. When plotting the readings against each other on a parkes error grid, the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.